Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Time between testing was one hour. Seven hours after the testing, customer repeated the test on her inratio meter and got an inr of 1.8. Patient was on 3-day antibiotic. Test was done without a micro-safe capillary tube. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.